Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 00:48:29. During night drain cycle six, the patient's ultrafiltration reading was 1556ml, indicating the home patient drained 1556ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.